Event description:
It was reported that a revision surgery was performed to remove genesis ii insert due to an infection. It was stated that only one device was removed. No further information is available.